Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient reported via phone call that his blood glucose was 564 mg/dl. The patient treated via manual insulin injections. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The infusion set cannula did not appear bent or crimped. A review of the device settings and a high pressure test were declined. The customer stated that the no delivery alarm functioned well whenever he has accidentally clamped his tubing. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned for analysis.